Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys tsh assay and elecsys ft3 iii and a second patient sample tested for tsh on the customer's cobas 8000 e 801 module. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay. Sample ID (B)(6) was initially tested on the customer's e 801 analyzer on (B)(6) 2018. Sample ID (B)(6) was initially tested on the customer's e 801 analyzer on (B)(6) 2018. The samples were provided for investigation where sample ID (B)(6) was tested on a cobas e 411 immunoassay analyzer on (B)(6) 2018 and both samples were tested on a cobas 8000 e 602 module on (B)(6) 2018. Both samples were also repeated on a centaur analyzer. No adverse events were alleged to have occurred with the patient. The serial number of the customer's e 801 analyzer was asked for, but not provided. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 314666, with an expiration date of 28-feb-2019 was used on this analyzer. The serial number of the e 602 analyzer used for investigation is (B)(4). Ft3 reagent lot number 341685, with an expiration date of 30-jun-2019 was used on this analyzer.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.